Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the (B)(6) by medical staff that a patient experienced a controller exchange due to beeping and battery switching- during the controller change the "red stopper" was not used but the ventricular assist device (vad) no power continuous alarm did not sound. The vad coordinator put power to the controller twice more and got an alarm once for 3 seconds and once for 15 seconds. The controller was exchanged without reported consequences or impact to the patient. No additional information was reported.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. Do not attach the alarm adapter to a controller connected to the running pump. The alarm adapter silences the "no power" alarm and should only be attached to a controller that has failed or malfunctioned and is no longer connected to a pump. Do not disconnect the driveline from the controller or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Controller has not been received.